Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The visual inspection showed no abnormalities in appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor could not power up. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. From the service manual, it was confirmed that the following were the possible causes when the power of the main body was not turned on: "dc entry: ac power cord is not connected properly. The breaker or the main power is not turned on. Power is not turned on. Dc coding is not correctly connected. Defective ac adapter. Dc code between g1 board and dc interface in the main body is missing. The cable to the power switch in the main unit is disconnected. No 24v output from g1 board. The cabling between g1 board and g2 board is disconnected. Defective qb board. Defective lcd panelling. Ac entry: ac power cord is not connected properly. The breaker or the main power is not turned on. Power is not turned on. Harness disconnected between g1 board and ac inlet. The harness to the power switch inside the main unit is disconnected. No 24v output from g1 board. Harness disconnected between g1 board and g2 board. No 24v output from g2 board. Harness disconnected between g2 board and qb board. Defective qb board. Defective lcd paneling." Olympus will continue to monitor field performance for this device.